Manufacturer narrative:
Based on the avalaible information, this event is deemed to be a reportable malfunction. To date no additional information has been recieved. Should additional information become avalaible, a follow-up report will submitted. FDA registration number reporting site:8021545. Manufacturing site:8021545. Request was performed for additional information including lot number, however lot number was not provided. A complaint investigation was iniated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in process.

Event description:
It was reported that tape is not sticking beacause it caught in the door and fell off on (B)(6) 2026.